Event description:
A post liver transplant pt was undergoing continuous renal replacement therapy on a prismaflex machine with a prismaflex hf 1400 filer set connected to the internal jugular vein. According to the report received from the hospital, the pt was confused and critically ill at the time of treatment start. The nurse responded to alarms from the prismaflex machine and found the pt unresponsive and bleeding subsequent to a disconnection of the venous return. The pt was resuscitated with a saline bolus, increase of IV pressor and transfusion of 2 units of rbc. The cause of the line disconnection is unk.